Manufacturer narrative:
Uf/importer rpt num:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy procedure, the device jaws of sealer locked and would not open while removing breast tissue. A new product was opened to complete procedure. There was no patient injury.